Event description:
On 12/1/96 an iab was inserted. As nurse was checking pt on 12/2/96 she noticed blood in the tubing, pump was shut off then put on standby, another iab was inserted immediately. Second iab functioning but pt expired from other complication.